Manufacturer narrative:
(B)(4). Insulin pump received with blank display; problem isolated to electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify pump error alarms due to the blank display.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated display returned after insulin pump restart. Customer stated the display was not blank less than 30 seconds. Customer stated insert battery did not display on screen. Customer stated insulin pump had multiple insulin pump error alarms. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed displacement test and self test and it was passed. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.